Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator shut down.

Manufacturer narrative:
(B)(4). Patient information was requested and the patient information was reported to be unavailable.

Event description:
The international customer reported the ventilator system pressure testing. The customer reported patient involvement with no harm to the patient.